Manufacturer narrative:
The following fields have been corrected: b.5. Describe event or problem: it was reported that while using an unspecified amount of bd vacutainer® lh pst¿ ii plus blood collection tubes that there was underfill/low draw of tubes with blood. The following information was provided by the initial reporter: insufficient vacuum. H.5. Labeled for single use? - yes. H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. 20 retained samples were draw-tested with deionized water. The water is drawn from a compensated draw apparatus. This comprises a header tank, which is connected via tubing to a direct draw adapter at the end, into which the tube is inserted. The level at which the tube is inserted into the apparatus is determined by local atmospheric pressure. This stimulates the blood drawing method. Then the drawn tubes are weighed on a calibrated balance. From this testing, it was determined that all 20 tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using an unspecified amount of bd vacutainer® lh pst¿ ii plus blood collection tubes that there was underfill/low draw of tubes with blood. The following information was provided by the initial reporter: insufficient vacuum.

Manufacturer narrative:
E.4 initial reporter phone # (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® lh pst¿ ii plus blood collection tubes that there was underfill/low draw of a tube with blood. The following information was provided by the initial reporter: insufficient vacuum.